Manufacturer narrative:
D2b: pro code: (product code): fge, lit g4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 9.0 x 20, 75cm mustang balloon catheter was advanced for lesion dilatation. During the procedure, balloon rupture occurred within a calcified iliac artery chronic total occlusion (cto). The procedure was completed with a different device. There was no patient complications noted as a result of this event.